Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that two of the three tips of the flute of the 25 mm tap had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder prothesis surgery the device is defective, the cutter is dull. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. Update from 16-jan-2024 pgail: initially it was reported that during a shoulder prothesis surgery the device is defective, the cutter is dull. However, during the receiving inspection by arthrex gmbh product surveillance it was found that two of the three teeth of the cutter are broken off / missing.